Event description:
It was reported that the cable was damaged and could not be used to charge the pump. A replacement cable was sent to the customer to address the issue. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
Device not returned.